Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 112 mg/dl. The customer was assisted on how to clear the alarm and advised to disconnect from the insulin pump. The customer was advised to return the insulin pump with battery and zero out basal rates. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.